Event description:
Background: I have had tooth sensitivity since my last dental cleaning ((B)(6) 2026). I called the dentist office (B)(6) 2026 and they recommended trying sensodyne knitrate toothpaste. Sensitivity did not resolve. I called again (B)(6) 2026 reporting no decrease in sensitivity. I was seen by the dentist on (B)(6) 2026. On this (B)(6) 2026 appointment, the dentist applied "a sensitizer" "glutaraldehyde" (that I later confirmed to be gluma). As a method of application, the dentist opened my mouth, used a small dabber, and applied gluma to the front and back (lips side and tongue side) of my teeth, starting from the top. When he reached the bottom teeth, I asked with some urgency for an opportunity to spit. The product tasted terrible (like metal and chemicals) and burned my gums, and I was afraid to swallow any. The spit in my mouth had accumulated to the point of needing to be addressed. I needed to stand up on my own and obtain a cup from the counter across the room. I came back to the seat and the dentist resumed applying gluma to the rest of my teeth (bottom teeth) front and back (lips side and tongue side). I reported to the dentist again that it tasted terrible and that it burned. I continued to feel uncomfortable after the appointment. The gums and lips. My lips on the right side, upper right, and lower right, had become pronounced swollen and red. They swelled to a level where the skin broke. On (B)(6) 2026 I went to a different dentist practice for a second opinion. He observed damaged gums around my teeth and in my cheek inner surfaces. I looked up the safe application of gluma and find that it seems that recommended application varies from what my dentist performed. I called my original dentist back to ask for additional information and through the dentist receptionist the dentist states he has used gluma on thousands (sic) of patients and has never heard of any issues with causing pain or damage in gums or lips.